Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 1 month (calculated from date the device was issued to the patient). The device is expected to be returned for analysis. It has not been received. No additional information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was out in the rain and the system controller got wet and began to alarm. The patient exchanged the system controller. The system controller log file was submitted to the manufacturer's technical services representative for review. There were no atypical events until approximately 12:10 on (B)(6) 2016 when a motor stopped event was recorded as well as a loss of voltage despite the system controller showing a power source from battery on one of the leads. The patient was asymptomatic. Two days after the exchange of the system controller, log files from the new system controller were submitted for review. No atypical events were noted. No additional information was provided.

Manufacturer narrative:
Additional information: it was initially reported that the device was returning for analysis; however, the device was not returned. Multiple attempts for product return were sent to the customer with no success. The report of a pump stoppage event was confirmed based on the evaluation of the submitted system controller log file. Per the event description, the system controller got wet which may have contributed to the recorded pump stoppage, however, a specific root cause was unable to be determined. The log file of the primary system controller contained 240 entries spanning approximately 15 days, from (B)(6) 2016. On (B)(6) 2016 at 12:10, a low speed event followed by a pump stoppage was recorded. During the pump stoppage, the driveline disconnect alarm and a replace system controller alarm became active. Prior to the low speed and pump stoppage events, no atypical alarms were active throughout the log file. After 12:10 on (B)(6) 2016, the time clock was reset and the system controller did not operate the pump. The backup system controller log file showed that the pump operated without issue following the system controller exchange. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.